Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. This increase has been gradual. Analysis of the system was performed; it was concluded that the root cause of the issue is a change in the condition of the patient, specifically at a pulmonary level. The patient condition will be closely monitored and troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.